Event description:
The patient experienced shocking sensations midline about every fifteen minutes, along with twitching and "popping" sensations at the stimulator site and twitching in the abdominal muscles, arms, and legs. He was hospitalized for nine days. The device was reprogrammed. No further information was reported.

Manufacturer narrative:
Popping.